Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to load a new cartridge, and the caller successfully resumed insulin delivery with the new cartridge.